Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history is unknown. A transseptal puncture had been performed. The issue was discovered during the mapping phase. A pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ultrasound. They performed a pericardiocentesis and 1800cc¿s were removed. When they noticed the enlargement, the procedure was aborted the patient did not require extended hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this could have occurred during the transseptal procedure and therefore not due to a biosense webster catheter. Sheath used is unknown. Settings during the event include: flow setting was set to 2ml/min since the issue was discovered during use of our catheter while in the mapping phase, bwi could not rule out that the bwi product was not the cause of this adverse event. Therefore, we will take the conservative approach and report this event under the bwi product.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Cool flow pump, model #: m-5491-02, serial #: (B)(4). Soundstar catheter, model #: m-5723-05, lot #: unknown. C3 ez steer cs with auto ID cs catheter, model #: d-1263-06-s, lot #: unknown. (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history is unknown. A transseptal puncture had been performed. The issue was discovered during the mapping phase. A pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ultrasound. They performed a pericardiocentesis and 1800cc¿s were removed. When they noticed the enlargement, the procedure was aborted. The patient did not require extended hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.